Manufacturer narrative:
This report is filed march 11, 2016. Device unavailable.

Event description:
Per the clinic, the patient experienced a loss of osseointegration subsequent to sustaining a trauma to the implant site in (B)(6) 2015 (specific date not reported).